Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and replaced the blank screen. After replacement, the fsr completed service and reported the unit passed all performance verification tests. The fsr reported the defective part is not available for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer stated that while on a patient the screen went completely blank. The ventilator continued to run and there was no harm to the patient, as the ventilator was switched out.